Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a video was provided for a review. The investigation is inconclusive for alleged introducer sheath rupture as there was no clarity from the video review to confirm the event. Although a definitive root cause could not be determined, poor clinician handling and excessive pressure could have potentially caused or contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880 implantable port allegedly experienced a break while inserting the catheter. This information was received from one source. The one reported malfunction involved one patient with no consequences. The patient was reported to be a (B)(6) old male weighing (B)(6).